Manufacturer narrative:
The device was manufactured in 06/2016 and is not under a service contract; the hospital performs preventive maintenance on own behalf and responsibility with the assistance of a third-party service provider. Hence, the local dräger s&s organization was not involved in examination of the device; no log file could be provided to dräger. The description of event suggests that there was an issue with the internal battery but a further specification is not possible due to lack of relevant details. It can even not be excluded that the device was not connected to mains supply and was simply being used until the internal battery was depleted. The replacement interval dräger recommends for the battery is two years with typical use conditions. It is not known how often the internal battery has been replaced since manufacture of the entire device which was in operation for six years now. Follow-up contact with the customer revealed that the device was equipped with a non-dräger branded battery at the time of event. Hence, a causal connection to maintenance done in another way than specified by the manufacturer could have been a contributing factor in the reported event. Dräger cannot be held responsible if the recommendations for replacement of wear-and-tear parts won't be followed or if spare parts of unknown provenience are used. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect a depleted or overaged battery. Finally, a reliable conclusion in regard to the exact root cause for the event cannot be made without checking device and/or log file.

Event description:
It was reported that the device performed restarts during use. The operators replaced the device in a controlled maneuver. No patient consequences have reportedly occurred.